Manufacturer narrative:
Updated to reflect information received on (B)(6) 2017. (B)(4) added to reflect information received regarding missed refill received on (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer on (B)(6) 2017. The patient reported that they started having withdrawals on the (B)(6) and was brought into the emergency room. The patient had an emergency appointment on (B)(6) 2016 and the patient's pump was flushed. According to the patient, the hcp believed that there might be something in the catheter. The patient had withdrawals the following week and the hcp ran a line through the pump. The patient's pump dosage was increased, which helped with the pain and the withdrawals. However, at the patient's next refill date in (B)(6), the pump was empty when 6 ml of drug were supposed to be left. According to the patient, the pump was not alarming. Though the hcp checked the pump to see if the alarm worked, which it did, the patient's pump was not alarming when the pump was empty. On the patient's (B)(6)refill date, they did not make it to the appointment and ended up in the ER with withdrawals and pain. During the refill, the pump was empty and missing 5.8 ml. For the patient's latest refill, their hcp brought them in 2 weeks early, but the pump was empty again and was missing 12.0 ml. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported he had had problems with his pump since (B)(6) 2016. The patient stated there had been no alarm, but he had withdrawal symptoms and been to the emergency room (ER). The patient stated the week before (B)(6) 2016, ¿they cleaned out the catheter¿. The patient stated it worked for 1 week, and he went back in (B)(6) 2016 because he started to have the symptoms again. The patient stated they did a dye study, and it was fine. In (B)(6) 2017, the patient stated they did a refill, and it was supposed to have 6 ml, and it was empty. The patient stated they refilled again and upped his dosage. The patient stated he returned at the end of (B)(6) 2017 for a refill. The patient stated it was supposed to have 5.8 ml, and it 0.4 ml. The patient stated that past weekend he was in pain and withdrawal symptoms. The patient stated on (B)(6) 2017, it was supposed to have 12 ml, and it was empty. The patient noted it was before his refill was due. The patient stated he was calling because the hcp called the local representative, and the patient was instructed to call for warranty information. The patient noted he was not sure when he first started to experience the issues, but knows it was in (B)(6) 2016. The patient stated he would follow-up with the hcp. The pump also contained dilaudid (unknown concentration and dose) per the patient.

Manufacturer narrative:
Updated to reflect the event date received on 2017-feb-23. Updated to reflect the information received on 2017-feb-23.

Event description:
Additional information was received from the consumer on 2017-feb-23. It was reported that the date the pump malfunctioned was (B)(6) 2016 and the patient¿s appointment with the hcp was (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Corrected to better reflect the allegation received by the patient on 2017-mar-10. (B)(4).

Event description:
Additional information received from the consumer on 2017-mar-10. The patient reported that they started having withdrawals on the (B)(6) and was brought into the emergency room. The patient had an emergency appointment on (B)(6) 2016 and the patient's catheter was flushed. According to the patient, the hcp believed that there might be something in the catheter. The patient had withdrawals the following week and the hcp ran a line through the pump. The patient's pump dosage was increased, which helped with the pain and the withdrawals. However, at the patient's next refill date in (B)(6), the pump was empty when 6 ml of drug were supposed to be left. According to the patient, the pump was not alarming. Though the hcp checked the pump to see if the alarm worked, which it did, the patient's pump was not alarming when the pump was empty. On the patient's (B)(6) refill date, they did not make it to the appointment and ended up in the ER with withdrawals and pain. During the refill, the pump was empty and missing 5.8 ml. For the patient's latest refill, their hcp brought them in 2 weeks early, but the pump was empty again and was missing 12.0 ml. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 16 mg/ml morphine at a dose of 4.262 mg/day and 20 mg/ml bupivacaine at an unknown daily dose via an implantable infusion pump for spinal pain. It was reported that the patient came in early for a refill reporting withdrawal symptoms. The patient's expected reservoir volume was 8.3 ml but the pump was completely empty. At the refill prior there was also a volume discrepancy in which the expected reservoir volume was 5.6 ml but the actual was only 0.4 ml. There were no known environmental/external/patient factors that may have led or contributed to the issue. As troubleshooting, a pump reservoir checked was performed. As an action/intervention the hcp was going to put the pump in minimum rate mode and address the issue with a replacement of the pump. The issue was not resolved at the time of this report and surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.